Manufacturer narrative:
The subject device is expected to be returned; however, it has not yet been received for evaluation, the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported the subjected device had a "sheathed cable caused image interference". The issue was found before preparation for use. The device was replaced and the intended procedure was completed using a similar device. There was no patient impact in this reported event. No harm reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s final investigation and correction. Corrected field: e1 (customer phone number). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed due to deterioration and depression of cable unit. In addition, the following reportable malfunction was identified during device evaluation: water tightness was lost due to poor water tightness of cable unit. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: cause traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subjected device had a "sheathed cable caused image interference". The issue was found before preparation for use. The device was replaced and the intended procedure was completed using a similar device. There was no patient impact in this reported event. No harm reported.